Event description:
A customer reported damage to the tandem charging cable, which resulted in the t:slim x2 pump battery not charging. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement charging supplies to be sent to the customer via two-day shipping.